Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the m.blue were determined. As well as external deposits on the pedal chamber and the catheters. Permeability test: a permeability test showed that all components except progav 2.0 are permeable. Computer controlled test: to investigate the claim of shunt dysfunction, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Since the progav 2.0 is clogged, only the shuntassistant is measured in both the horizontal as well as the vertical positions. The results show that the shuntassistant operates within the permissible tolerance in the vertical positions but not in the horizontal. An accelerated outflow could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found inside. Results: according to the investigation results, a non-adjustability and a blockage of the progav 2.0 and an accelerated outflow of the shuntassistant in the vertical position were detected. The visible deposits have led to the functional deviations. Furthermore, we can determine deposits on the ped. Prechamber, ventricular catheter and peritoneal catheter. At the time of the examination, these deposits had no effect on the specification of the products. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx441t) was implanted on (B)(6) 2018. According to the complainant, the shunt system caused an under-drainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx441t) was implanted. According to the complainant, a dysfunction of the shunt was observed. The patient underwent a revision procedure. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.